Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of ventricular tachycardia (vt) episodes was requested. A boston scientific technical services consultant identified functional undersensing with successful therapy delivery and conversion. The shock electrograms were noted to be very irregular, possibly suggesting an ongoing left ventricular (lv) arrhythmia. Sense markers on the lv channel were evident with corresponding small signals on the right ventricular channel which fell below the automatic gain control (acg) sensing floor, resulting in non-detection. The physician expressed concerned that the septal position of the lv lead could be contributing to the frequency of the arrhythmia. The consultant confirmed the device was sensing appropriately, as designed and per programmed outputs. A subsequent vt episode occurred, and anti-tachycardia pacing (atp) accelerated the rhythm into the ventricular fibrillation (vf) zone. The rhythm was converted after delivery of the first shock. It was also reported that there had been an alert for right ventricular automatic threshold greater than programmed amplitude or suspended. All reported clinical observations were documented and discussed. Additional information was received that the position of the right ventricular (rv) lead was believed to be proarrhythmic. Therefore, a subsequent revision procedure occurred, and the lead was explanted and replaced. No additional adverse patient effects were reported.